Event description:
A hospital in (B)(6) reported that the heater head on an iw950 cosycot infant warmer cracked. Possibly due to the method of cleaning used on the heater head. The hospital further reported that they were using "rapid-sani cloth" for cleaning purposes. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Correction from initial use to reuse. Method: the returned complaint infant warmer head was visually inspected. Results: the visual inspection found cracks in the centre of the top of the upper casing extending downwards. The cracking was also visible underneath the surface. The surface of the upper casing was also found to be sticky with apparent yellow residue along the edges. No defects were observed on the lower case. A lot check could not be performed as no lot number was provided. Conclusion: the damage to the warmer head is consistent with damage caused by incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. The hospital has reported using "rapid sani cloth" for cleaning and disinfecting purposes, however this is not an approved cleaning agent. The vinegar smell, sticky surface and discolouration is likely the result of interaction between the polycarbonate plastic and chemical agents. The infant warmer service manual for the affected units features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the heater head on an iw950 cosycot infant warmer cracked. Possibly due to the method of cleaning used on the heater head. No patient consequence was reported.